Manufacturer narrative:
(B)(4). Results: (myocardial infarction).

Event description:
It is reported that approximately 5 years post index procedure, the patient suffered a stroke. Investigator indicated that the reported stroke was not related to the study stent.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred on the same day as stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. It is reported that the pt suffered an mi for seven days leading to pci. Coronary markers not normalized prior to index procedure; however, a significant increase was noted after procedure. No further details are available. At 30 day, six month, 1 year, 1.5 year and 2 year follow-up's pt was asymptomatic / free of symptoms.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). Conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).